Event description:
A young and healthy pt was implanted with a zero-p implant (plate and screws) at c5-6 in (B)(6) 2010. F/u x-rays showed that one of the screws had backed out at c6. Pt is asymptomatic and presently, surgeon has no plans for revision. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment and not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.